Manufacturer narrative:
The device was not returned for evaluation, however the field service engineer confirmed that the proximal end of the rod was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the reported issue was improper handling by the user. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the forceps end ripped off. The issue occurred during reprocessing. There were no reports of patient harm.